Event description:
A customer contacted beckman coulter regarding a falsely low total bhcg test result on a single pt that was generated by the access 2 instrument. Sample a had a falsely low bhcg result of >5miu/ml. The lowbhcg result was reported out of the lab. Two weeks later the same pt returned and a new sample (b) was collected for bhcg. The bgcg result from sample b was 61,999mlu/ml (dil-hcg). Based on elevated results from sample b, the customer retested sample a and the repeated result was 3042miu/ml (dil-hcg). The customer indicated that the repeated bhcg result from sample a matched "better" with the clinical data of the pt. Pregnancy was confirmed. There has been no change to pt treatment or any injury that can be attributed to this event.